Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr became stuck in the lesion. The physician had successfully ablated the lesion with a 1.25 burr and then up-sized to the 1.50 burr. During ablation the burr stalled and the burr became stuck in the lesion. Several unsuccessful attempts were made at removal. The physician then accessed the right femoral artery and inserted a guide catheter and advanced an ace balloon catheter to the lesion. The balloon was dilated proximally to the burr and the burr released from the lesion and was removed. Upon removal, a slight dissection was noted. Two stents were used to repair the dissection. Pt status was listed as "okay."